Manufacturer narrative:
Siemens reviewed complaint files and there were no other complaints for discordant results with xprecia stride strip lot 401042. Siemens has also requested the manufacturer of these strips to conduct a batch record review of lot 401042 to determine if there were any issues with the manufacture or release testing with this lot. The manufacturer reviewed the records for each step of the manufacturing process and they did not find anything as part of their review that could have contributed to an inaccurate low result. Additionally, the customer who raised this complaint did not return any of the strips for siemens to investigate further.

Manufacturer narrative:
It is stated that no harm to the user or patient was related to the use of the device. Also stated is that no medical procedure or treatment was delayed or withheld. There are no materials available to investigate this issue. The cause of the event is unknown.

Event description:
The customer reported discrepant inr results between the xprecia stride and a laboratory instrument (both are innovin based). There was no reported injury due to this event.